Event description:
A malfunction alarm was reported by the customer, with fault ID available, and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, and the customer planned to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address and provided instructions on storage mode and returning the problematic pump within 10 days, which the customer acknowledged.